Event description:
Boston scientific received information that an increase in pacing impedances as well as noise and oversensing was noted on the right ventricular (rv) lead. Analysis of several episodes by technical services discussed possible indications regarding the clinical observations. Subsequently, a revision took place and this lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Electrical testing performed on the lead revealed that the lead was not electrically continuous due to a fractured outer rs+ conductor coil 27mm from the terminal pin. Although not confirmed, it is possible that the fractured rs+ conductor coil could have contributed to the clinical observations.